Manufacturer narrative:
Most recent information indicates that this lead was explanted and has not yet been returned to the boston scientific post market quality assurance laboratory. Investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged within one day of implant. Intermittent loss of capture and elevated pace thresholds were evident. Initially the plan was to retain the lead, until it was determined that the lead had become dislodged. There were no adverse patient effects, beyond the surgical intervention that occurred to address this issue.